Event description:
Patient reported obtaining back-to-back blood glucose results of 475 mg/dl, 121 mg/dl, and 85 mg/dl, while using the suspect device. Patient indicated that, based on the value of 85 mg/dl, she had a bowl of cereal. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.